Event description:
It was reported the system froze during an exposure causing the patient to be re-exposed. They rebooted the system and have no further problem since. The field engineer found the system working as intended.